Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient and spouse called after changing supplies because the patient¿s blood glucose had not decreased. The ilet was functioning normally. Upon removing the infusion site, the cannula appeared straight. During a tubing-fill attempt, insulin was observed leaking from the connector where the tubing attached. It was determined that the tubing had not been fully tightened. After securing the connection, another tubing fill was performed and drops were observed at the needle tip. The patient was then guided through inserting a new infusion site, and insulin delivery resumed. The patient also reported that upon opening a new box of infusion sets, two sets were missing the white cover on the bottom and the plastic wrap, despite not having been previously opened. The affected lot number was 6004911. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.